Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room for syncope. Review of the implanted system showed increased pacing thresholds and loss of capture on this rv lead. A computerized tomography (CT) scan confirmed a lead perforation with pericardial effusion. A revision procedure was performed and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.